Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The patients reported weight indicates that he is (B)(6). The instructions for use (IFU) states that the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients who are morbidly obese. Based on the information provided there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional (bypass) procedure. Reportedly, the knot couldn't be advanced using the knot pusher as it was "hubbed" (blocked) by the patient's large pannus (belly). An attempt was made to pull the blue suture taut, but it broke. Manual compression, applied for 15 minutes and a non- abbott device were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.